Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The patient went to the hospital where the device was programmed off and the patient was fitted for a life vest. Later, the doctor explanted and replaced the electrode onto the chronic pulse generator. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified surface abrasions in the electrode body in the regions approximately 25mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray shows the sense a and high voltage cables have fractured filars in and around the area approximately 25-29mm from the terminal pin. The fracture characteristics appeared consistent with cyclic fatigue. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of non-physiologic noise. The patient went to the hospital where the device was programmed off and the patient was fitted for a life vest. Later, the doctor explanted and replaced the electrode onto the chronic pulse generator. There were no additional adverse patient effects. The system remains implanted.